Manufacturer narrative:
The unit was received with the reservoir tube lip completely broken off; the reservoir does not stay locked in. The unit was also received with a missing o-ring (reservoir tube), cracked casing at the reservoir tube window corners, broken battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that her insulin pump's reservoir compartment had a broken piece. The patient's blood glucose at the time of incident was 400 mg/dl. The customer had to tape the reservoir into place before treating her hyperglycemia with the insulin pump. The insulin pump was returned for analysis due to the physical damage and a replacement device was shipped to the customer.